Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. Analysis revealed the mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit and was noted to have been damaged during use.

Event description:
It was reported that during an attempted implant, the slitter broke while attempting to cut the catheter. As a result, the catheter broke and dislodged along with the left ventricular (lv) lead. It was noted that it was very difficult to cannulate the coronary sinus taking more than three hours, and the patient state became very critical, therefore the procedure was suspended. The catheter and lv lead were removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.